Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per the physician, the reported slda was due to patient anatomy. The reported difficult imaging was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr), thin leaflet, dilated left atrium and rotated heart for a triclip procedure. During the procedure, imaging was challenging. A triclip was implanted successfully. Post deployment of second triclip, a single leaflet device attachment (slda) occurred from septal leaflet. Per the physician, slda was attributed to challenging imaging conditions and a rotated heart. A third clip was deployed after the slda clip. The tr was reduced to grade 2 post procedure. There was no clinically significant delay.